Event description:
Boston scientific received information that a few days post implant of this boston scientific pacemaker with ventricular and atrial dextrus leads, this patient underwent an ablation for supraventricular tachycardia (svt). System evaluation following the ablation revealed a pneumothorax. It is uncertain if this was related to the implant. Further testing noted loss of ventricular capture in unipolar and bipolar configurations despite maximum device outputs. Additionally, small r-wave measurements were noted. Atrial capture was confirmed; however, p-waves were measuring 1.0mv and undersensing was noted. The atrial sensitivity was reprogrammed to unipolar configuration which produced p-wave measurements of 2.0mv. The patient was symptomatic to the svt and was exhausted.

Manufacturer narrative:
Four months later, it was reported that the patient has been undergoing radiation treatment at a site near the pacemaker and has been having more weekly follow up visits. Small r-wave measurements have still been observed in addition to some recent oversensing. The patient only uses the pacemaker 35% of the time. Threshold and impedance measurements are stable. The physician will continue to monitor the associated rv lead and the device to determine the extend of the oversensing. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. The caller stated there are no plans as of now to do anything about the rv lead issues. The patient has been through a lot since implantation and they will be checking her again in two weeks. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.